Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that when the customer began to drain the blood from the reservoir into the blood bag for the first infusion they noticed the broken lever. They were able to get the blood out of the reservoir and into the blood bag so that reinfusion was possible. There were no adverse consequences and no medical intervention required.